Event description:
The surgeon inserted a cq2015 three piece collamer lens. The lens tore upon insertion into the eye. The lens remains implanted. No pt injury. The cartridge is having resistance when delivering the lens.